Manufacturer narrative:
Concomitant medical product: dtma1q1 crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was upgraded from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d) with a left ventricular (lv) lead. The developed cardiogenic shock peri-procedurally and was managed with medications. The patient was also treated for an acute kidney injury that occurred during that cardiogenic shock episode. The patient was noted to have an elevated temperature with negative blood culture results. The device and lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.